Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. A specific bg value was not provided. Reportedly, the customer did not deliver a large enough bolus for carbohydrates consumed. The customer delivered a bolus to address bg level.